Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, the physician had difficulty removing the right ventricular lead from the device header. Bone cutters were used to remove the lead. The lead was connected to a new device and remained implanted. The patient was stable.